Event description:
It was reported that this right ventricular (rv) lead exhibited low out-of-range pacing impedance measurements which triggered a lead safety switch (lss) to unipolar mode. The healthcare professional (hcp) requested a review of device data to confirm the operation of the pacemaker. Upon review, it was noted that stable impedance until lss. Episodes of oversensing and noise before the lss were observed. Pacing inhibition greater than 10 seconds was also observed, however, the patient has a consistent underlying rhythm. An x-ray was performed and the rv lead was observed fine. Post lss the lead impedance was in range. The plan is to see the patient the next week and further evaluate. Currently, the product remains in service and no adverse patient effects were reported.